Event description:
Event description guidant received information that during initial interrogation of this pacemaker a fault code was displayed. The device was not implanted and has been returned for analysis.